Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving compounded baclofen ( 125.0 mcg/ml at 25 mcg/day) and sufentanil ( 750 mg/ml at 150 mcg/day) via an implantable pump. The indication for use was spinal pain. It was reported the at the previous refill, the patient believed to be overdosed due to suspected septum failure and leak. There was no environmental/external/patient factors that may have led or contributed to the issue. The pump was filled and there was no leak from the septum after being observed for 30 minutes. The pump was replaced and the issue resolved. The pump will not be returned as the customer discarded it.